Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00764, 3005168196-2017-00765, 3005168196-2017-00766, 3005168196-2017-00768, 3005168196-2017-00769, 3005168196-2017-00770. Device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400 (pc400s). It was noted that the patient had a tortuous anatomy. During the procedure, the physician advanced a pc400 (f65128) into the aneurysm using a px slim delivery microcatheter (px slim). The physician then attempted to detach the pc400 using a penumbra coil 400 detachment handle (handle); however, the pc400 failed to detach. It was noted that the black alignment zone (pet lock) on the pusher assembly only showed a small gap of 0.5 cm. The physician then attempted to reposition the px slim; however, it did not improve the situation; therefore, the physician attempted to retract the pc400. Upon retraction, the pc400 unintentionally detached within the px slim and the physician used the pusher assembly to push the detached pc400 into the aneurysm. Next, the physician advanced the second pc400 (f67056) into the aneurysm; however, the physician encountered the same difficulty while attempting to detach the pc400 using the same handle. Repositioning the px slim did not help. The pc400 was then manually detached in the aneurysm. It was reported that when manually detaching this pc400, resistance was encountered and the pull wire stayed in place; therefore, additional force was required to successfully detach this pc400. Next, the physician deployed and detached the third pc400 in the target vessel using the same px slim and handle with no issue. The physician then advanced the fourth pc400 (f71453) into the aneurysm; however, the same difficulty was encountered as with the second pc400 when attempting to detach this pc400 using the handle; therefore, the pc400 was manually detached. Thereafter, the physician deployed and detached the fifth and sixth pc400¿s in the target vessel without any issue. However, after advancing and deploying the seventh pc400 (f66227) and eighth pc400 (a64706) into the aneurysm, the physician experienced difficulty detaching them using the handle; therefore, they were both detached manually and the procedure was completed at that point. The physician indicated that another handle was used in between without improving the situation. There was no report of an adverse effect to the patient.